Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
Related manufacturer reference number: 1627487-2022-00322. It was reported that the patient underwent surgical intervention wherein the entire scs system was explanted as they physician stated there was a malfunction of the scs system.

Manufacturer narrative:
A4 patient weight added to the report. E1 initial reporter information updated. There were no allegations reported against the returned device, therefore, per document 56-0258, no product evaluation form was initiated, only a minimal evaluation was performed to document the condition of the returned product. As received, the penta was complete and passed electrical testing.